Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received battery out limit. The customer's blood glucose was 95 mg/dl. The customer reported that battery out limit alarm occurred after he got admitted to the emergency room. The insulin pump will be returned for analysis.